Manufacturer narrative:
Patient codes ime- e2403 in h6 has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding a recharger. The patient reported difficulty charging the implanted neurostimulator. The following troubleshooting steps were performed: reset the recharging device on and off the docking station and attempt to connect and charge ins. Agent had patient reset recharging equipment on and off the docking station. Patient was then able to start a charging session of their implant with excellent connection, but then the connection was lost again. Patient repositioned recharging antenna several times but was unable to maintain a good connection with implant. Patient stated they were using the drape but stated they never use drape on top of clothing. Patient mentioned they spoke to manufacturer rep, but representative was in surgery and redirected the caller to ps to further assist. Caller stated that when they were trying to charge the ins the wr power button was turning orange/red. Caller stated that the implant was charged to 20% even though they had charged for three hours yesterday before their hcp appointment. Patient also mentioned they charge every 48 hours. During the call the patient was able to connect to the recharger app and saw that the implant was 100% charged and therapy was off. Caller stated that they did not know the stimulation was off and is unsure how long it's been off for. Caller stated that they have not been doing well and that they were seen at the hcp office last week. Agent reviewed if ins gets depleted stimulation automatically turns off. Agent walked patient through turning therapy back on, but when the stimulation came back on the stimulation was set too high for the caller. Agent assisted the caller with the adjusting the stimulation back on. Caller wanted to know what the stimulation was supposed to be set to. Agent redirected the caller to the hcp to further assist with the settings. Agent sent an repair to request a replacement wr due to connection issues. No patient impact or symptoms. Additional information received that pt is in pain additional information received that agent received call from patient in regard to receiving the replacement wr. Caller was in need of assistance pairing the wr to the handset to use. Agent walked the caller through the steps of connecting and had the caller start a charging session on the ins. Caller confirmed that they were able to start a successful charging session and stated that the ins was at 70% therapy on. Agent would like to add issue was resolved. Patient's therapy had been off and was turned back on. We had sent patient a replacement wireless recharger and ps agent helped them pair and start a charge session. Issue should be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.